Manufacturer narrative:
Inspected one opened/used sensor and performed continuity resistance test. Sensor passed per specification. Also, performed bicarbonate buffer test. Sensor passed per specifications with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a low blood glucose value of 48, 63 and 40 mg/dl. Customer declined to troubleshoot for their blood glucose levels. Sensor updating and change sensor were also reported. The customer was treated with carbohydrate. The insulin pump is not expected to be returned for analysis.